Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fire the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) initial reporter and obtained the following information: it was confirmed that the procedure was completed using a backup clip applier. The instrument was inspected prior to use; however, nothing out of the ordinary was observed. They installed the instrument and used the instrument which then failed to fire the clips. The clip was being used on tissue. The surgeon removed the instrument and decided on the back up to complete the procedure. The instrument will be returned for evaluation. No patient injury, no other issues.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not fire the clips, an investigation was completed to determine the cause of this reported event. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The complaint regarding the instrument would not clip was confirmed by fa, which indicates that the device did contribute to the customer reported issue. Root cause of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. Additional observation related to customer reported complaint found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Common causes of the failure mode are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the this complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy surgical procedure the medium-large clip applier instrument would not fire the clips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.